Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was twisted and remained inside the nozzle. Leading haptic was not tucked but extended (abnormal figure). Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. (B)(4).

Event description:
The reporter indicated that as the surgeon was preparing to inject a ks-1 aq2017v, intraocular lens, 23.5 diopter, he noticed when pushing the rod, figure of the trailing haptic appeared abnormal thus canceled to use the lens. There was no patient contact. The backup lens was successfuly implanted within the same surgery.